Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right breast lumpectomy with axillary node dissection procedure, the pencil's electrode caught on fire during activation. The surgeon waived the device and the flame extinguished. They opened another device and completed the case. There was no issue on the generator and no patient injury noted.